Event description:
It was reported that the handle broke. The product, which first was in a sterile packaging, was opened by an instrumentalist, who tried it before giving it to the surgeon. She noticed that the handle occlusion was not perfect, which resulted in the forceps opening in two parts and the bite closure blocking hub detaching. The device was not used on the pt.

Manufacturer narrative:
Evaluation summary: based on the analysis results of an open handle seam, this file is considered to be reportable. Both instruments were returned with the two handle halves separated at the ratchet and thumbring area. The ratchet and the grasping feature of the devices were found to be non-functional due to the handle's condition. The handles were noted to be separated due to a clearance condition between a locking pin on one handle half to the corresponding hole on the other half that requires interference fit. A batch record review was performed and no anomalies were found during the manufacturing process.